Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ear operation in 2008, leg pain, prophylaxis against postoperative nausea and vomiting and acid reflux (esophageal). Concurrent conditions included dysplasia and drug hypersensitivity. Concomitant products included cefixime (flexeril) since 2013, gabapentin since 2015 and omeprazole since 2015. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine pain ("uterus pain") and uterine cervical pain ("cervix area pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menstruation irregular ("abnormal bleeding (vaginal, menorrhagia) after essure, I had irregular periods for the first 6 months"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with sumatriptan (imitrex) and surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, bladder disorder, urinary tract disorder, uterine pain, uterine cervical pain and menstruation irregular outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, headache, menorrhagia, menstruation irregular, migraine, nausea, urinary tract disorder, uterine cervical pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, nausea, bladder disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received: previously reported event injury was updated to events: abdominal pain, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), vaginal discharge, lower abdominal pain, uterus pain, cervix area pain were added, irregular periods. Concomitant conditions and lab data were added. Concomitant drugs were added. Reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.